Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded with balloon folds present. The distal tip was damaged. Microscopic examination of the balloon revealed that the entire length of the balloon folds were damaged with a jagged appearance. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal edge of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.